Manufacturer narrative:
Continuation of d10: product ID 978a141 lot# va2bmdq implanted: (B)(6) 2021 explanted: (B)(6) 2021 product type lead product ID 978a141 lot# va2bmdq implanted: (B)(6) 2021 explanted: (B)(6) 2021 product type lead. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep). The rep reported that the lead was likely fractured at the time that the stage 2 was implanted and the initial impedance showed up. The physician confirmed the fracture via x-ray in his office one week later. The lead was fractured at the distal electrodes. The entire lead was explanted.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer representative (rep) regarding a patient with an implanted neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor therapy. It was reported that it was reported that the caller in was in the or and noted that they were doing stage 2 micro implant. They were getting high impedances, greater than 4000 ohms on all electrode 2 associated readings. The lead was disconnected, cleaned and dried, and reconnected; however, the reading persisted. The rep moved the or lights. The physician asked if they could increase the amplitude and pulse width and run the impedance check again. Technical services confirmed that therep would not have the ability to turn up or down amplitude/pulse width when testing impedances. The caller was going to pursue normal troubleshooting for this issue. A lead revision was not performed. The physician was frustrated by the abnormal reading and inability to change the amp and pulse width parameters for the impedance check. The rep ran the check multiple times without any change. Program 3 (electrode 2) would not increase beyond 0.8 post op and no sensory was felt. The issue was not resolved at the time of the report.

Event description:
Additional information was received from the hcp via the manufacturer representative (rep).the issue resolved with lead revision. It was reported that the lead was fractured which caused the impedance and device malfunction.

Manufacturer narrative:
Continuation of d10: product ID: 978a141; lot#: va2bmdq; implanted: on (B)(6) 2021; explanted: on (B)(6) 2021; product type: lead; product ID: 978a141; lot#: va2bmdq; implanted: on (B)(6) 2021; explanted: on (B)(6) 2021; product type: lead. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
D2/g4: please note that this device was used in an off-label manner, as the lead was implanted in pudendal nerve. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the rep: the cause of the high impedances was not known. During the case the hcp disconnected lead, cleaned and dried lead, reconnected lead, checked depth. Adjusted amplitude on different programs post-op and was unable to increase beyond 0.8 on program 3, but the issue was not resolved. The patient had stimulation and sensory response on electrodes 0, 1, and 3 and no surgical intervention was planned. On march 24th the rep repeated they had an impedance issue with all electrode pairs with 2. The caller indicated that the patient was program 2 which uses active electrodes 1- 3+ and at 1.2ma the patient was getting sensation. The rep indicated that last night or this morning (date of call (B)(6)2021) the patient felt like stimulation turned off. Tried to increase the stimulation level was maxing out at 0.9 and then the patient decreased stim and increased it back up to 0.8ma. The device was displaying a message that max settings were achieved at 0.8. The caller indicated that the same message was displayed at the time of the implant case with program 3. The caller reported that the lead did not appear to be and damaged and the md wiped the lead and dried it before connecting it to the ins. The caller indicated that the patient does have the lead in an off label placement - pudendal nerve. The caller was not with the patient. Tech support reviewed information about the max settings/oor message. The caller will follow up with the patient. All programs are giving the patient ¿operating at maximum¿ settings message. The amplitude limits are ranging from 0.6 to 1.6 and will not increase beyond those settings. This was reported by both the patient and physician. The physician will be bringing the patient into the office for further interrogation. Patient did not report any falls. No stimulation is felt.

Event description:
Additional information was received from a manufacturer representative (rep). The rep reported that steps taken to try to resolve the issue were that the lead had been disconnected, dried and reconnected; however, the issue was not resolved. A lead revision was tentatively scheduled for (B)(6) 2021.

Manufacturer narrative:
H6: please note that the codes have been moved from the stimulator to the lead. Continuation of d10: product ID 978a141 lot# va2bmdq serial# implanted: (B)(6) 2021 explanted: (B)(6) 2021 product type lead product ID 978a141 lot# va2bmdq serial# implanted: (B)(6) 2021 explanted: (B)(6) 2021 product type lead. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.